Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed button error. The caller stated that the insulin pump had not been dropped, bumped, or exposed to fluid. The customer's blood glucose was 15 mmol/l. The caller did not observe any significant events leading to the alarm, stating that the buttons had not been pressed for longer than 3 minutes. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.